Event description:
A hemodialysis user facility has reported an incident. It was initially reported that "this am, we had a pt who had been on the machine for 1.5 hrs when her heparin line broke off at the blood pump. I have retained the lines." A call was placed to this facility for additional info on this event. It has been learned that the heparin line separated from the mainline tubing. Once the event occurred, the treatment was stopped, a new line was set up for continuation of treatment. In speaking with the reporter, it was learned that the pt did not want to receive the remainder of the treatment. This incident did result in an approximate 100 ml blood loss. The pt was discharged to home without further incident. A sample was saved for evaluation.